Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the bilateral iliac artery with moderate calcification and no tortuosity following a thromboendarterectomy (tea) procedure. The access was from the left groin. The 9.0x100mm absolute pro self-expanding stent system (sess) was inserted over a 0.035 guide wire, introduced through the sheath to the right iliac artery, and attempted to be deployed. However, there was resistance during deployment and after a few centimeters of deployment, resistance disappeared and the wheel was turned completely but the stent did not deploy. The system was pulled back in the sheath but could not be retracted completely due to the expanded 1cm of stent which was deployed normally. Then the sheath and stent were retracted to the left side to be deployed there. Then the plastic tube (distal shaft), still connected on the stent and the system still on the guidewire, was snared but the shaft could not be pulled down due to high resistance. Exchange from 6f crossover sheath to 9f 11cm sheath on the left side. Again, the distal shaft was snared to try to retract the plastic tube/stent out through the sheath. Then the distal part of the stent, close to the left groin came free from the plastic tube from the delivery system, the distal part of the stent expanded due to, seen later, splitting of the plastic tube (distal shaft). The snare got caught on the sheath between the extended proximal and distal part of the stent. The snare was attempted to be freed with force and instead of freeing the snare, nearly the whole stent came out with the sheath. About 1 to 2 distal struts fragments were left in the anatomy. Another 9.0x100mm absolute pro stent was placed as planned and an 8.0x19mm omnilink elite stent was used to embed the fragmented pieces. An 8mm balloon was used to post dilate the omnilink stent. Additional puncture at the right groin with placement of a 6f sheath, made treatment of the right side possible and was done without additional complications using a 8.0x39mm stent in both common iliac arteries and a 9.0x100mm absolute pro stent in the right external iliac artery. Afterwards, a 6f vessel closure device was placed in the right side and an 8f vessel closure device on the left side successfully. Same day the patient was planned for a tea of the groin. This was done at both sides without additional complications. There was no adverse patient sequelae. Although there were reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam - thumbwheel and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation-stent and the reported stretched-stent were able to be confirmed. The reported material split, cut or torn-shaft was unable to be confirmed. The reported difficult to remove-introducer sheath, damaged by another device and migration-stent were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal shaft was bent by the moderately torturous anatomy preventing the shaft lumens from moving freely; resulting in resistance with the thumbwheel and difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation/deployment failure cannot be determined. Interaction with the anatomy/other devices and/or manipulation of the device resulted in the reported/noted device damages (separated sheath, stretched/wrinkled tip jacket, smashed tip, stretched stent, separated stent struts). The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.